Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right ventricular (rv) exhibited an rv lead safety switch due to high impedances. It was noted that subsequent impedances decreased to stable measurements. It was also noted that the patient felt a "thumping" sensation in his chest that went away when rv pacing stopped. Intermittently low r waves were also noted as well as rv oversensing. It was noted that the patient was not pacemaker dependant. Technical services (ts) suggested performing an x-ray. This would be discussed further with the physician. No other adverse patient effects were reported. Additional information was provided that an x-ray was scheduled for this patient and a possible lead revision is being discussed. All available information indicates that this product remains in service. This investigation will be updated should further information be provided.